Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately four years and two months following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), a second tpbv was successfully implanted valve-in-valve due to stent fracture. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.